Event description:
Pt had a rotator cuff in 2002. Pt heard a clicking sound when moving their arm. Dr performed a second procedure 4 months later to see what was wrong, and found that the mitek cufftack anchor was loose at the site. He was able to grasp the top of the anchor and twist it out and the entire anchor came free. The cuff was torn again and he repaired it with suture. As surgical intervention was required this event is being reported as an MDR.